Event description:
It was reported that the patient blood glucose (bg) values dropped to less than 70 mg/dl. The patient had a seizure and passed out. No further details could be gathered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness, seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.